Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. It was recommended to replace the flow sensor, and the ventilator interface board to correct this reported fault. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was unable to initiate mechanical ventilation during a case. The unit was replaced to complete the case. There was no report of patient injury.